Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a started the insulin pump back in november. Customer stated that the entire reservoir had gone into her. Customer had to go to the hospital. Customer did not want to be transferred to the helpline. Customer stated that things have been fine since. No further details given.